Manufacturer narrative:
Internal file number - (B)(4). Corrections: relevant tests/laboratory data: the mr had been reduced to grade 0 during the index procedure. Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed during retuned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product issue. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. It is possible that the user technique/procedural conditions resulted in unintentional forces/curves on the device during grasping attempts to grasp the leaflets which caused the reported gripper actuation issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2019, the one replacement mitraclip (cds0601-xtr 81101u123) was implanted without a device issue, reducing the mr to grade 0.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to gripper actuation issues. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4+. During leaflet grasping, the gripper arms were not lowering as expected. The clip delivery system (cds) was removed without issues and another clip delivery system was used in replacement. One mitraclip was implanted and the procedure was successfully completed, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided regarding this issue.